Event description:
Boston scientific crm received information that during the post operative follow up, interrogation of this right ventricular lead displayed abnormal impedance measurements. In addition, there was no ventricular capture; lead dislodgement was suspected. The following day, a revision procedure was performed. Despite attempts to reposition this lead, satisfactory measurements could not be obtained. The lead was removed and replaced with a non-boston scientific crm active fixation lead and acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.upon receipt to the post market quality assurance laboratory, resistance and pressure tests were performed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded that the lead was electrical continuous. There was dried blood in the helix mechanism which may have contributed to the reported clinical allegation.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood was found in the helix mechanism which may have contributed to this reported clinical allegation. Analysis determined the lead was electrically continuous and could not determine a reason for the reported clinical allegation.